Event description:
Device 2 of 5. Reference MFR. Report#: 1627487-2011-05481, 05483, 05484, 05485. The patient received her scs system on (B)(6) 2008 including an ipg, 3 percutaneous leads (from different lots), and 1 lead extension. It was reported the patient was not receiving adequate pain coverage and stopped using her scs system. As a result, she elected to have her entire system explanted.

Manufacturer narrative:
Evaluation: results: the lead was received incomplete. The proximal end of the lead was removed during explant. No functional testing was performed due to the lead being cut. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.